Manufacturer narrative:
The device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was damaged at the threads. Unrelated to the initial complaint, it was observed that the battery compartment was also cracked.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.